Event description:
Same case as: 2134265-2009-01734. It was reported that during percutaneous transluminal coronary angioplasty (ptca), vessel laceration and cardiac tamponade occurred. The 60% stenosed, moderately calcified, non-tortuous lesion was predilated with a 3.0x20mm quantum maverick balloon. The lesion did not 'dilated well' for the first dilation of 13atm. A 2nd inflation, to 18atm, was performed. However, the balloon burst resulting in a 15mm cleft (laceration) to the vessel. The patient experienced acute cardiac tamponade. CPR was initiated and a 3.00x20mm liberte bare metal stent deployed covering the cleft, but the proximal of the cleft started to 'lacerate'. Balloon inflations were made with a 2.0x20mm maverick balloon and a 3.00x24 liberte bare metal stent was deployed in the proximal portion. The patient remained in the ICU for three days after the procedure and was discharged one week post the procedure. Patient status reported as "stable".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.